Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation period of 30 months, oversensing was reported. No worsening of the pt's health status was reported. The device was explanted.